Event description:
It was reported that this right ventricular (rv) lead had dislodged from its original implant position in the heart. Additional information provided from the field indicated surgical intervention was later performed and the rv lead was repositioned successfully and remains in service. No additional adverse patient effects were reported. As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.